Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that they're needing to charge their ins a lot more frequently than they have in the past. They confirmed they haven't recently reprogrammed or switched to a new group and no need to increase parameters. They were redirected to get the device checked if recharging frequency continues to be a concern. No patient symptoms reported. No further complications reported/anticipated.